Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported the tampon string fell off while the pledget was inside the vaginal cavity. She was able to manually remove the pledget. She did not experience any adverse health affects and did not seek medical attention.